Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180mm. There was little calcification in the pt's vessels. Aneurysm and vessel morphology are unknown. The pt has a history of hypertension. It was reported that there was a good seal in the infrarenal neck and in both iliacs; however, there was an endoleak present in the aneurysm. The endoleak was not thought to be a type ii endoleak, and there appeared to be a hole in the graft; therefore, a 15mm diameter x 8.5 cm length iliac limb was implanted inside the bifurcated device from the flow divider to the end of the graft. It was reported that the leak did not resolve; therefore, the physician concluded that the leak was a type ii endoleak. It was reported that the pt would be followed with a computerized tomography scan in one month. The procedure was reported to be successful. No clinical sequelae were reported, and the pt is reported to be fine.